Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The machine flow sensor was replaced due to address the reported issue. Additionally, the blower assembly, blower chassis, blower cap, blower bellow, blower mounts, muffler, tubing blower chassis, tubing fi02, tubing-low flow 02 and tubing system board were replaced due to contamination, which is not related to the malfunction/issue.